Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on monday and wednesday of this week the implantable neurostimulator (ins) turned itself off and the patient c onfirmed with their programmer that the ins was off. Caller states monday in the middle of the night the patient felt heavy/tingly and the ins was checked in the morning and was off. Similar situation occurred today, wednesday, and another person assisted the patient in connecting to ins and it was noted ins was off. The patient does not use their programmer on their own as they don't know how so their neighbor or son helps them. The caller states impedances are good and the patent's ins voltage is 2.88v. The patient wants ins replaced asap because this was scary for her. Agent reviewed for now; the patient should document when the situation occurs and the rep should interrogate with tablet to evaluate diaries and potentially pull any logs/reports for further information. * see (B)(6) for recent shock * see (B)(6) for ins movement.